Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported her insulin pump was frozen. She stated she had replaced the battery and nothing was working. The customer also stated she has been sick and having high blood glucose since the insulin pump had stopped working. No additional information provided.